Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the perfusionist contacted the MFR reporting that the pt had been hand pumped from home to the hosp. The perfusionist stated that they were venting every two minutes, when the pt was attached to the pneumatic drive console. The hosp called the MFR to have a technical support person to help with the pneumatic drive console repair. The patient remained stable through out this event. The technical support person arrived at the hosp and installed a new diaphragm and checked the operation, and performed functional testing of the pneumatic drive console. Please reference report #2916596-2004-00104 for further info on this event.